Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a transmitter battery issue occurred on an unspecified day after the sensor was inserted. On (B)(6) 2024, it was reported the patient¿s transmitter battery failed which contributed to the patient being diagnosed with diabetic ketoacidosis (dka). The reporter refused to provide any further event details, therefore, there was no documentation of the events leading up to the patient¿s diagnosis, the patient's symptoms, or treatment. No other patient or event details were available. Performance data was reviewed. The allegation was confirmed due to the finding of a transmitter failed error within the investigation window. The probable cause could not be determined. No additional patient or event information is available.